Manufacturer narrative:
Manufacturers investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files appeared to capture the device operating as expected at the fixed speed. The reported low flow alarm could not be confirmed as the reported timeframe was not captured in the controller event log file. Of note, there were several pulsatility index (pi) events that filled the majority of this file and would have overwritten older data, per design. No other notable events or alarms were observed. Multiple attempts for additional information were sent to the customer regarding the event; however, no additional information has been provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of this document lists adverse events, including bleeding and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas instructions for use (IFU) and patient handbook address system alarms, as well as the recommended actions associated with them. The patient handbook further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with anemia and gastrointestinal (gi) bleed. The patient had one asymptomatic low flow alarm on (B)(6) 2023 at 04:48. The patient was also having supraventricular tachycardia (svt) and non-sustained ventricular tachycardia (nsvt). Log files contained pulsatility index (pi) events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.